Event description:
During a ptcra procedure involving a 90% stenotic lesion in the lad artery, the wire fractured. The tip of the wire remains in the pt. It is unk if any attempt was made at retrieval. Pt status was listed as stable with no compications.